Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was 608 mg/dl in the hospital. Customer¿s current blood glucose level was 180 mg/dl. Customer was treated that with insulin fluid and insulin drip. Customer stated that they were walking in the forest, and got lost fainted twice. The insulin pump will be returned for analysis.